Event description:
The customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about a quarter cup and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the sample tubing going to the flowcell had a hole at the fitting of the differential mixing chamber. The fse replaced the tubing and the leak was fixed. The fse replaced all of the tubing at the diff mixing chamber as preventive maintenance. The repairs were verified per established procedures. Failure mode: the cause of the leak the sample tubing going to the flowcell had a hole at the fitting of the diff mixing chamber. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).